Event description:
As reported by the user facility: #(B)(4). Over infusion by free flow. Pt was in ICU receiving propofol and pump alarmed with error code 2011. Pump displayed "please close slide clamp". (B)(6) was monitoring pt when error occurred. After the error the propofol began to free flow into pt. Tyler stopped free flow by closing slide clamp.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4)(the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 28.8ml/h and a volume to be infuse of 90ml. The tests results were all within specification at 89.8ml, 89.9ml and 90.2ml with no interruptions or alarms. The tests were performed with the door opened and closed, and no free-flow occurred. A review of the pump's log revealed on (B)(6) 2012 at 4:06:49am an infusion was started with rate of 28.0ml/h. At 7:14:20am the infusion completed with a total volume infused of 90ml or 100.0% of expected volume, and the keep vein open / near end alarm was displayed. At 7:14:20am the keep vein open active alarm was displayed and the pump went into keep vein open mode at t rate of 60.0ml/h. At 7:14:22am, a device alarm '2011' occurred. At 7:16:10am the pump was turned off and then back on. At 7:16:15am the device alarm was confirmed. This alarm does not appear to be associated with the event at this time. At 7:20:16am the pump door was opened and a "tube_insert_req" was selected. At 7:20:30am the "tube_select_req" was selected. At 7:20:47am the "usedruglibrary" was selected then the library parameters (pat. Weight, drug name-propofol) were selected. A new rate of 27.84 ml/h was entered and the infusion was started at 7:21:55am. At 7:31:20am the infusion was manually stopped with a total volume infused of 4.37ml or 100.0% of the expected volume. At 7:31:46am the infusion was restarted with the same rate of 27.84ml/h. At 8:03:21am the infusion was manually stopped with a total volume infused of 14.65ml or 100.0% of the expected volume. At 8:04:47am the pump was unplugged and not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.